Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cervical fusion. According to the reporter: the pt allegedly experienced new onset neck pain with radiation down to her hands and fingers bilaterally, progressive neurologic deterioration involving her upper as well as her lower limbs. An urgent MRI scan was performed. This showed a large encapsulated subacute extradural hematoma which was causing severe cord compression. A thick layer of hydrogel encased a dome shaped subacute hematoma. The pt improved neurologically after surgery and proceeded to rehabilitation. Neurologic exam showed normal.